Event description:
Patient returned for revision (B)(6) following implantation of accolade stem. Patient experienced anterior thigh pain. Stem was difficult to remove with bone fixation proximally. Osteotomy performed to aid removal. Restoration modular stem inserted. No delay in surgery as a result.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.